Event description:
The customer states that the accu-chek compact plus meter shows signs of burning. The customer reports that he heard a "popping sound" on the meter. He also states that it was smoky on all 4 edges of the screen. No reported melting or fumes. No actions taken or treatment given based on the electrical issue. No adverse event reported. New system sent and return requested.